Manufacturer narrative:
One used product was returned for evaluation. The device history file was reviewed, and no nonconformities related to the reported failure mode were identified. During visual inspection, no damages or anomalies were observed. Functional testing was performed under simulated clinical use conditions using a pump and IV bag. Priming and pca dose testing were completed with no air-in-line alarms or other abnormalities observed. The complaint of air in line could not be confirmed or replicated, and a root cause could not be determined.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air within the infusion or line causing the infusion to stop. When the infusion was released from our aseptic unit there were no air bubbles inside the infusion bag, or the line. It was also stated that this particular line had been faulty in the past- usually not running at all resulting in replacement of the line with another. The product specifically was blinatumomab. There was patient involvement, but no patient harm or adverse event reported.